Manufacturer narrative:
The device was received in a not deployed state. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. Attempts to download the pod by activating the rotational sensors and hook switch cups failed. Upon providing external power supply to the bottom and middle batteries, the pod downloaded. The pod state 1 and 0 pulses delivered in the download data indicate that the pod was not activated. The investigation did not find any damages or deficiencies that would contribute to reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod between 4 and 24 hours. The pink slide insert did not move forward indicating that there was a needle mechanism failure. As treatment he patient replaced the pod.